Event description:
It was reported that during set up, it was discovered that the craniotome device was not spinning correctly. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed on the device which found that the bearings were no longer in axial alignment, which was not allowing insertion of the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the device worn from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.